Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised for the second time due to infection on (B)(6) 2020, approximately 2 weeks after first revision (previously reported). Primary surgery occurred (B)(6) 2020. Surgeon explanted entire construct (36/14 humeral stem, 36/+3 standard humeral cup, 36mm centered glenosphere with screw, 24mm glenoid baseplate, and three screws) and then implanted an antibiotic spacer. No manufacturer products remain in the shoulder.